Event description:
The customer reported that the spectrum pump displays system error 322 alarms. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.